Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Device by manufacturer: on 15-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the problem and replaced the test cup pick up assembly, and checked positions at the dispense lane, sample rack, incubator and waste chute positions. Ran the cup transfer test 22 times without error. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was test pick up assembly failure.

Event description:
On (B)(6) 2016, a customer reported a c-trans z home detect error 4151 with their aia-900 analyzer. The customer is unable to run pth, ckmb, bhcg, and ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth, ckmb, bhcg, and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.